Event description:
Uncontrolled glycaemia [diabetes mellitus inadequate control], the device didn't deliver the selected dose [device issue]. Case description: this serious spontaneous case from (B)(6) was reported by a pharmacist as "uncontrolled glycaemia" and "the device didn't deliver the selected dose" both beginning in (B)(6) 2015, and concerned a (B)(6) female patient who used novo pen echo (insulin delivery device) from an unknown start date due to type 1 diabetes mellitus. Patient's height, weight and body mass index were not reported. Medical history included type 1 diabetes mellitus since 2015. Concomitant products included - levemir penfill (insulin detemir) and novorapid penfill (fast acting insulin aspart). The patient was using levemir penfill and novorapid penfill with novopen echo. In (B)(6) 2015, it was reported that the patient had uncontrolled glycaemia (glycaemia level was unbalanced) since last days. No lab data was available. After a check, it was found that the device did not deliver the selected dose as it didn't work. Action taken to novo pen echo was reported as the patient started to use a new pen. The overall outcome for the events was unknown. Investigation results: novopen echo bleu - batch dv40052. Visual and functional examinations were performed. (B)(4): a batch trend report has been created. Nothing abnormal was found. (B)(4): the electronic register was checked. Read out of the electronic register revealed that the memory display showed: - - (two lines) three times after injections during use. The observed problem was caused by accidental misuse of the device or use of a clogged needle. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed problems. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. It was not possible to observe the alleged fault on the pen's ability to deliver a pre-selected dose. All mechanical functions were normal. The batch documentation was reviewed non-conformity-related documentation examined. No irregularities recorded therefore no further action. The memory display showed: - - (two lines) after injection. After the injection to follow the memory display will function again. The observed problem is caused by accidental misuse of the device or use of a blocked needle. Final manufacturer's comment: 01-jul-2015 the suspected novopen echo has been returned to novo nordisk a/s and the investigations showed that pen was working according to specifications. However a read-out of the electronic memory module indicated that the user had injected either without a needle or with a blocked needle attached to the pen. There is no information in the case whether the user changes the needle after each injection or injects without needle attached and it thus is not possible to identify a root-cause for the experienced adverse event or find similar cases to argus case (B)(4). Reporter comment: sample was received on 08-jun-2015 evaluation summary name: novopen® echo® bleu, batch number: dv40052 (B)(4): a batch trend report has been created. Nothing abnormal was found. (B)(4): the electronic register was checked. Read out of the electronic register revealed that the memory display showed: - - (two lines) three times after injections during use. The observed problem is caused by accidental misuse of the device or use of a clogged needle. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed problems. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. It was not possible to observe the alleged fault on the pen's ability to deliver a pre-selected dose. All mechanical functions are normal. The batch documentation was reviewed non-conformity-related documentation examined. No irregularities recorded therefore no further action. The memory display showed: - - (two lines) after injection. After the injection to follow the memory display will function again. The observed problem is caused by accidental misuse of the device or use of a blocked needle.